Event description:
Customer reported that they are not satisfied with the sensors. Customer also mentions that the sensor is giving highly inaccurate data. Furthermore, the sensor and blood glucose are off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.